Manufacturer narrative:
(B)(4). Additional information requested: does this trocar have the optiview technology? --- the information was not provided from the hospital. Were any noises heard such as whistling or hissing? --- the information was not provided from the hospital. If so, did the noise prevent insufflation? Please describe the noise. --- the information was not provided from the hospital. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? --- the information was not provided from the hospital. What was the gas consumption rate or volume (liter/minute)? --- the information was not provided from the hospital. Were you able to identify where the leak was coming from? ---from the valve. Was a device inserted in the trocar during the leaking? If so, what device? --- the information was not provided from the hospital. Was any torque being applied to the trocar or device? --- the information was not provided from the hospital. The analysis results found that devices (a and b) were returned in good condition. In an attempt to replicate the reported incident, each device was functionally tested to detect any leaking issues. Upon evaluation of the devices, they were functionally leak tested and passed. Both devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, air leaked. Another device was used to complete the case. There were no adverse consequences to the patient.